Event description:
Boston scientific received information that two and a half months post implant the remote home monitoring system issued an alert for a high out of range left ventricular (lv) lead impedance measurement. The clinician noted that when looking at the patient's data, she only saw one impedance measurement for the lv lead that was greater than 2000 ohms, all others vary between 800 to 1700 ohms. The clinician noted they would bring the patient in for evaluation. However no further information was available at the time. Over one year later new information was received that another alert for a high out of range left ventricular (lv) lead impedance measurement was received on the remote home monitoring system. The clinician reported that the impedance measurements have varied widely from 1000 to greater than 2000 ohms. The clinician also stated that at the patient's clinic visit one month earlier the lv lead threshold measurement was stable and within normal limits. Boston scientific technical services advised the clinician to bring the patient into the clinic to evaluate the integrity of the lv lead. No additional information was available and no adverse patient effects were reported. The device and lead remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory log found that the lead impedance values on lv were within normal limits. Impedance testing was completed and all measurements were also within normal limits. Further review of the device¿s memory indicated that a low voltage alert, code (B)(4), was recorded nine days after explant. Based on the memory log it was determined that the power usage was normal while implanted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned from an unknown source over 8 years later with no further allegations.